Manufacturer narrative:
(B)(4)

Event description:
Pt mother reports loss of connection. Allegies that the receiver is at fault.

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, a loss of connection between the transmitter and display device occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and failed. A receiver functional test was performed and failed due to failure of the radio frequency (rf) test. A review of the share logs was not performed as there was no data found within the investigation window. The allegation was confirmed. No injury or medical intervention was reported.